Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record review revealed nothing relevant to this event. Observed condition revealed metal gouging on the inner and outer tip area of the shaft. This type of event is typically caused when the end user applies excessive bending/leveraging force on the device during use. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
Medwatch: it was reported that during a right ankle arthroscopy (pt. Had arthritis with a tibial cyst), the surgeon had noticed on the monitor that the burr had produced metal shavings within the joint. He was able to remove the majority of the metal shavings, however a minimal amount of very small shavings were left behind. The surgeon discussed this issue with the patient. Pt has hypertension and diabetes. Examination of shaver by facility showed scratches on shaft of shaver.